Event description:
It was reported that after a package of safestep was opened, the needle cover dropped, though the nurse never touched the needle. There was no reported patient involvement.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the protective needle cover was loose was confirmed and the cause appeared to be supplier related. One 22g x ¾¿ safestep infusion set without y-injection site was returned for investigation. The sample was received without packaging, label, or indication of the lot number. The dead end cap was attached to the luer adaptor. The product did not appear to be unused. Tape had been placed around the needle hub, the protective needle cover, and safety mechanism. The needle cover was loose over the needle. No resistance was observed when removing the needle cover. The outside diameter of the needle was within specification. The needle cover was within specification; however, the distance between the ribs inside the needle cover coincided with a needle cover that would fit over a 19g infusion set needle. The supplier was notified of this complaint.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after a package of safestep was opened, the needle cover dropped, though the nurse never touched the needle. There was no reported patient involvement.